Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.7mm, vicm5_13.7, -11.00 diopter, implantable collamer lens tore/broke before/during loading, there was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.